Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer. No additional patient or event information was available.